Manufacturer narrative:
Device evaluated by MFR: visual inspection revealed that the electrode and the coaccess cannula and stylet introducer were returned for analysis. No visual damages defects were observed on the electrode, handle, cannula and stylet introducer. The functional evaluation showed that the device extended and retracted the tines without resistance. The tines were evenly spaced and undamaged.

Event description:
It was reported that the needle had difficulty being extended. A radio frequency ablation procedure was being performed on a tumor for a patient with cancer. The leveen coaccess needle was being used for this procedure. The physician tested the device prior to using and inserting it into the patient and found no issue. While the device was being use in the patient the physician could not get the probe to fully deploy. This device was removed from the patient with no other complications. A new device was opened and used to complete the procedure successfully. There were no patient complications that were reported.

Event description:
It was reported that the needle had difficulty being extended. A radio frequency ablation procedure was being performed on a tumor for a patient with cancer. The leveen coaccess needle was being used for this procedure. The physician tested the device prior to using and inserting it into the patient and found no issue. While the device was being use in the patient the physician could not get the probe to fully deploy. This device was removed from the patient with no other complications. A new device was opened and used to complete the procedure successfully. There were no patient complications that were reported.